Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, when battery was inserted upper screen lights up like it was on, device turns on as normal, there was corrosion on the battery flex, main printed circuit board (pcb), and display. It was also noted that the upper and lower case halves were corroded and broken, the battery release was contaminated, both bail covers were broken, the lead flex cover was corroded and broken, the battery contacts were corroded and the heart lead flex was corroded. (B)(4).

Event description:
It was reported the epg (external pulse generator) would not turn off; it stayed on with the battery removed. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.